Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra resilia in a pre-existing, non-edwards valve, the valve alignment was done in a straight section of the aorta without any noted tension or issue. The valve was positioned for the planned deployment and the pusher was pulled back again, without any noted tension or issue. Under rapid pacing, the team started to inflate the valve. The pusher was advanced forward toward the valve. Inflation continued and the pusher continued to advance towards valve to a point where it was felt that there would be a negative impact on the deployment. The team was able to unlock the system and manually pull the pusher back to the first marker, then continued with valve inflation. There was no tension or issue noted while doing this. Per the implanting cardiologist (ic), the system was locked when inflation was started. The ic had to unlock the system to pull the pusher back. The valve was deployed with a good result without any noted issue. Cardiopulmonary resuscitation (CPR) was needed after valve inflation, and patient was intubated for stability. The assumption was that CPR and the need for intubation were related to a longer pacing run due to issue with the pusher. The patient left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and functional testing. Due to the nature of this complaint, dimensional testing was not performed on the returned device. The returned device was evaluated and following was observed: no visual abnormalities noted on the delivery system. Balloon was able to be fully inflated without any issues. Review of provided 3mensio and procedural imagery revealed the following observations: pre-existing non-edwards evolut valve (red arrow) and multiple access vessel stents present (yellow arrow). No unusual tortuosity and calcification present in patient's anatomy. The position of flex tip and crimped valve prior deployment and during inflation. Left: before deployment, crimped valve was aligned between alignment markers (yellow lines). Flex tip was positioned on the distal of triple markers (red lines). Middle: after some inflation, a gap was observed while flex tip shifted distally (red arrow). Crimped valve was not centered between the valve alignment markers (yellow lines). Right: after additional inflation, a more significant gap appeared between the triple markers and flex tip while crimped valve was not centered between valve alignment markers. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, a review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for flex shaft movement during deployment was confirmed based on procedural imagery while 'valve deployment ' excessive inflation and deflation duration' was unable to be confirmed as device conforms to specification based on product evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. As reported, 'the pusher was advanced forward toward the valve. Inflation continued and the pusher continued to advance towards valve to a point where it was felt that there would be a negative impact on the deployment. The team was able to unlock the system and manually pull the pusher back to the first marker, then continued with valve inflation. There was no tension or issue noted while doing this. Per the implanting cardiologist (ic), the system was locked when inflation was started. The ic had to unlock the system to pull the pusher back. The valve was deployed with a good result without any noted issue.' Based on returned device evaluation, gross alignment and fine adjust were able to perform without any issues. Additionally, the additional tension resulting from the flex mechanisms did not result in flex shaft movement. The collet locking engagement force met the specifications. Furthermore, there was no abnormalities reported during device preparation. Therefore, it is unlikely that a manufacturing non-conformance would have contributed to the complaint event as device conforms to specification. 3mensio provided by the field revealed the patient had multiple access vessel stents in their access vasculature. Advancing and/or conducting valve alignment in anatomy with constraints, such as caused by pre-existing vascular stents, may cause tension to build up in the system. Release of built-up tension may occur during retraction of the flex tip prior to inflation, or during inflation as the thv foreshortens. Edwards manuals instruct the user to 'release stored tension prior to thv deployment' as such, available information suggests that procedural factors (built up tension in system) may have contributed to the complaint event. As reported, 'CPR was needed after valve inflation, and patient was intubated for stability. The assumption was that CPR and the need for intubation were related to a longer pacing run due to issue with the pusher.' Based on returned device evaluation, balloon was fully inflated without any abnormalities. The measurement for inflation/deflation time met the specification. Furthermore, no abnormalities were reported during device unpacking or preparation. Therefore, it is unlikely that a manufacturing non-conformance would have contributed to the complaint event. As described above, flex tip movement occurred during inflation of the thv, and with pacing still active the user unlocked the delivery system to retract the flex catheter in order to maintain full balloon working length exposure during inflation. This caused an overall increase in inflation/deflation time, resulting in the reported complaint event. As such, available information suggests that procedural factors (retraction of flex tip during pacing) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.